Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the image failure was not confirmed, the definitive root cause of the intermittent image could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k camera head had no picture intermittently with loose contact. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the there was a leak at the cable unit and the cable unit had a cut. It was also noted that the cable protection was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.